Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37744, serial # (B)(4), product type programmer, patient; product ID a01411002, product type recharger. (B)(4).

Event description:
It was reported that there was a problem with the patient programmer, and the patient reported a warm sensation in or around the implantable neurostimulator (ins) pocket during device recharging. It was noted that there was burning at the ins site while recharging. It was reported that the patient fell two weeks prior to the report and the burning started shortly after that. A week later, it was reported that the patient changed the patient programmer batteries to alkaline batteries, and her programmer screen continued to stay blank. It was noted that the patient programmer had not gotten wet or been dropped. It was further reported that the patient's back was burned when she charged the device, and getting the device was "the worst surgery of her life." It was noted that the patient was in "so much pain." Two months later, it was reported that the patient was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. It was noted that the patient had an appointment scheduled for (B)(6) 2013. It was reported that the patient was "extremely unhappy" with her device and had been working with her doctors since the implant with no improvement. It was noted that the patient wanted the device removed. It was reported that prior to the implant, the patient was not informed of the dangers of the device, and was "just handed a booklet." Four months later, it was reported the patient programmer was not working and the patient lost stimulation five months ago. It was noted the patient had tried changing the batteries for months. The reporter stated that stimulation was causing the patient pain. It was noted when the patient put the charger belt on, ¿it burned¿ and she could not charge. It was further noted the patient had burning pain when she used the charger and she last charged the battery about a month prior to the report. It was noted the device and wires were sticking out and caused her pain and spine to be very tender. The reporter stated stimulation stopped about five months prior to this report. It was noted the patient would call her healthcare professional and have the device removed. The reporter stated that she was uninformed about the risks of the stimulator.

Event description:
Follow up information received reported the manufacturer¿s representative and the physician had not heard anything further from the patient. It was noted that the patient had not reschedule their missed/cancelled appointments. If additional information is received, a follow up report will be sent.